Manufacturer narrative:
In initial report, the manufacturer year was only provided, however the full date is 04/19/2018. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Manufacturer year 2018. The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a capsular tear in the patient¿s operative eye requiring a vitrectomy procedure. The surgeon stated the capsular tear was not caused by the phaco console but due to the patient¿s anatomy. It was reported the patient had loose/weak zonules. The intraocular lens was implanted into the sulcus and the patient outcome is expected well.